Event description:
The patient performed two control solution tests and their livongo blood glucose meter displayed out of range results. The results for control solution 1 were 102 and 99. The pre-calibrated range for control solution 1 was 104-156.

Manufacturer narrative:
The patient was sent new supplies and the device has not been returned for investigation. Should the device be returned at a later date, a supplementary report will be filed.